Event description:
The following information was reported: on (B)(6) 2014, a male patient went in for a left and right heart catheterization. Both of the patient's groins (left and right) had visible irritation of the skin, possibly dermatosclerosis. The patient stated that he had the skin condition for 15 years. It was not chronic candidiasis/infection. A mynx ace was used on his right groin. One week later, the patient was admitted into the ER. The original bandage was still on the patient's right groin. The right site was infected with pus. The patient was admitted into the hospital with a (B)(6) infection of the right groin. The patient became increasingly septic and he was moved to the ICU where he was put on dialysis. The patient held on for a few weeks but his body eventually succumbed to the infection and he passed away the week of (B)(6) 2014. The patient's death was primarily due to the initial (B)(6) infection of the groin. The physician is unsure if the event was caused by mynx or not.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that one week after the procedure, the original bandage was still on the patient's right groin. It should be noted that the mynx vascular closure device product family patient brochure indicates the following: "re-apply a clean, dry band-aid every day for five days or until a scab has formed at the site. Change the band-aid as needed. Keep the site clean and dry. Gently clean your puncture site with soap and warm water. After showering, gently pat-dry the site with a clean towel; then let the site air-dry before covering with a band-aid." Failure to follow these guidelines could have contributed to the reported (B)(6) infection. A review of the lhr was not possible as the lot number was not provided. UDI number: (B)(4).